Event description:
A consumer reported that following intraocular lens (iol) implant surgery she has experienced glare, blurred and fluctuating vision at all ranges, and depth perception issues. Her visual symptoms have caused her to fall, and to stop driving. The consumer also reported that during the iol implant surgery her eye was "nicked." The implanting surgeon told her that her visual symptoms were probably neurological. She has had an MRI, and it was normal. In a follow up, the consumer reported that the neurologist told her the problem was with her eyes. The cause of her issues remains unknown. She will consulting with another eye surgeon for a second opinion. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Investigation has been completed based on current information. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).